Event description:
Revision surgery was performed 1 year and 4 months after the primary total left knee replacement due to an infection that caused a poor postoperative outcome, and a lack of tibial osseointegration.

Manufacturer narrative:
Batch review performed on 15 june 2026 02.12.ka14l gmk spherika femoral component s4+l cemented (k211004) lot. 2421757: (B)(4) items manufactured and released on 14 october 2024. Expiration date: 30 september 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.3d04l gmk 3dmetal tibial tray size 4l (k221850) lot. 2345839: (B)(4) items manufactured and released on 11 march 2024. Expiration date: 24 february 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.0410crl gmk sphere cr tibial insert s4l 10mm (k181635) lot. 2108955: (B)(4) items manufactured and released on 09 september 2021. Expiration date: 22 august 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation a revision procedure was performed approximately 16 months after primary left total knee arthroplasty due to persistent symptoms and reported lack of tibial osseointegration with suspected infection. The available imaging description suggests probable tibial component mobilization associated with alteration of the surrounding bone signal. These findings are compatible with failure of fixation and loosening. The available information does not allow differentiation between aseptic loosening or infection-related loosening. Failure of osseointegration is a recognized adverse event after arthroplasty and may be influenced by patient, biological, surgical, and infectious factors. Based on the information currently available, no evidence of device malfunction or manufacturing defect has been identified pre-op post-op root cause:infection and failure of osseointegration are recognized postoperative complications and may be influenced by patient-specific, biological, surgical, and/or infectious factors. The device history record review did not indicate any potentially related manufacturing issue for the involved lots, and no similar reported events were identified during the period of review. Therefore, there is no indication that any potential device-related issue may have caused or contributed to the event.